Event description:
During a follow up, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable.